Event description:
It was reported that when using the bd pyxis¿ anesthesia station es users could not login and station shown as out of service. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device displayed an out of service message, and health sight viewer showed a delayed communication status. A field service engineer (fse) performed troubleshooting by swapping the network cable and updating network settings, including disabling transmission control protocol (tcp)/ internet protocol (ip) version 6, turning off bluetooth, and disabling the network adapter sleep setting, with no immediate improvement. Further checks identified intermittent ping drops, which were resolved after the fse set the network adapter speed to 100 megabits per second half duplex. The fse then restarted the sync service, after which the out of service message cleared. The system functioned as intended after the field service engineer repaired the device.